Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display started turned white and had blank display. The customer¿s blood glucose level was unknown. The customer was reported that the display was solid white. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . Device passed self test and displacement test. Device was monitored and no blank display anomalies noted. Power connector plugged in and locked in place properly. (B)(4).